Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with power error due to j6 connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a power error detected on the insulin pump. The customer¿s blood glucose level was 240 mg/dl. The customer reported that they had frequent low battery and power error detected. The customer was advised that the pump needs to be replaced and was advised to revert to the back-up plan. The insulin pump will be returned for analysis.